Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the error was related to the execution of the database and structured query language server service. A technical support specialist advised user to reimage the station due to the structured query language being corrupted, which was addressed to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, an error occured during the execution of the database and structured query language server service. An investigation revealed that the mssqlserver service failed to initiate, preventing access to the database. This incident resulted in delays in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.